Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 37 mg/dl, 42 mg/dl, and 271 mg/dl. Customer was feeling hypoglycemic symptoms of weakness and nervousness; customer drank orange juice after the reading of 42 mg/dl and retested at 271 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.